Manufacturer narrative:
A cracked reservoir tube lip, cracked display window and a cracked case near a display window corner were noted during the visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces. Moisture damage was noted on the electronic and motor assemblies.

Event description:
Customer called reporting a button her insulin pump. Customer's blood glucose was unknown. She said she has been working outside in the rain a few times. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.